Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828801pl) was implanted with setting 8, then changed to 7. Patient developed hydromas and it was suspected that the valve was not draining at its programmed rate; thus patient was overdraining. The valve was removed and replaced with a hakim valve. The valve was placed to treat hydrocephalus.

Event description:
N/a.

Manufacturer narrative:
The certas plus inline valve (828801pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 8. The valve was visually inspected; no defects were noted. The valve passed the tests for programming, flushing, leaking, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation the no over draining issues were noted with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828801pl) was implanted with setting 8, then changed to 7. Patient developed hydromas and it was suspected that the valve was not draining at its programmed rate; thus patient was overdraining. The valve was removed and replaced with a hakim valve. The valve was placed to treat hydrocephalus.